Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2026". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced "blood sugar dropped," a loss of consciousness and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who provided IV sugar as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.